Event description:
Paint chipping. Or 8 and 9: the paint off of the monitors is chipping and account is complaining correction per sales rep:: the paint is chipping from the flat panel shroud covering the cables. Not the monitor.

Manufacturer narrative:
As part of a quality system improvement plan stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from 7/1/2006 to 7/1/2008 were the scope of this retrospective review. These events are being submitted under exemption (B) (4). There are 2 event(s) associated with this event type (malfunction) and product code bry.